Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer's blood glucose level at the time of the incident was 260-270 mg/dl and rose to 300 to 400 mg/dl range. The device was kicking them out of auto mode. The blood glucose level was 218 mg/dl at the time of the call. Troubleshooting was performed. Customer stated that the insulin exited with plunger push. The event was resolved by changing the complete set (infusion set and reservoir). The insulin pump will not be returned for analysis.